Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. The entire system was removed and the proximal end of the stent appeared to be flared. No pt injuries or complications occurred.